Event description:
The hearing aid (h/a) pt reported an ear infection in 7/1998 for which she was treated by her dr. She came to the dispenser's office and the dispenser suggested a remake of the aids with larger vents and a clear shell.